Event description:
It was reported that during a procedure, the distal part of the inserter came off after deploying the patch. It came off after the patch was tacked down while attempting to remove inserter from the patient's shoulder. A backup device was available to complete the procedure with no patient injuries but there was a delay greater than 30 minutes. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: review of the applicable device history review did not indicate any nonconformance¿s, deviations or other issues with devices involved in this issue. A complete review of manufacturing documentation was conducted and the devices were found to be within specification. Complaint history indicates that are no similar complaints received related to the distal part of the inserter came off after deploying patch. The products, used for treatment, were returned for evaluation. Investigated the returned devices. A total of one delivery system was returned and the exterior condition of this returned device shows no damage. In order to provide a complete assessment of the product, it would be required to examine the cartridge head which was not returned with the product. Root cause was undetermined after investigation. Failure mode experienced by the user facility were unable to be confirmed through direct physical investigation. No further investigation warranted at this time. Although the issues experienced by the user facility were unable to be confirmed through direct physical investigation, the issue will be monitored for trending purposes.